Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in threshold and was high. The rv pacing impedance decreased slightly about the same time and was stable. Also, the r waves had diminished. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Historic lead impedance was around 500 until (B)(6) 2014, between 380 and 420 since (B)(6) 2014. It was stable with little variation. High thresholds (greater than 2.5v) noted since (B)(6) 2015. They were rising steadily since (B)(6) 2014. (B)(4).